Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, heavily calcified, 100% stenosed mid left anterior descending artery. The vessel diameter was 3.0 mm and the lesion length was 20 mm. The balance middleweight (bmw) elite ii guide wire crossed the lesion with support from a microcatheter. Heavy resistance was felt at 4-5 cm proximal from the tip during retraction of the microcatheter which became stuck on the bmw elite ii guide wire. Both devices were removed together without any adverse patient effects. The procedure was completed using a new bmw elite ii with the same microcatheter. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: axess 7f jl3.5; microcatheter: corsair. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.